Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician noted blood on the IV pole and throughout the interior of the pump module after transfusion and the pump did not alarm with a problem for the whole 2 hours transfusion. Clinician also stated, "no notable hole but possibly coming from just below the blue hard plastic piece where the tubing is fed into the channel". There was patient involvement but no harm. A report was received from health canada's canada vigilance program which states, "prbc infusing via pump channel. When the transfusion was finished writer went to remove tubing and noted blood on IV pole and throughout interior of channel. At some point during the transfusion a hole was in the tubing? And leaked blood throughout the pump. No notable hole but possibly coming from just below the blue hard plastic piece where the tubing is fed into the channel. Pump did not alarm with a problem throughout the whole 2 hour transfusion." Additional information was received from the customer. The infusion was a routine order with an intended ordered rate of 285ml over approximately two hours. The issue was noted following the scheduled transfusion time of two hours.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an failure to alarm was not determined because no products or device logs were returned.

Event description:
It was reported that the clinician noted blood on the IV pole and throughout the interior of the pump module after transfusion and the pump did not alarm with a problem for the whole 2 hours transfusion. Clinician also stated, "no notable hole but possibly coming from just below the blue hard plastic piece where the tubing is fed into the channel". There was patient involvement but no harm. A report was received from health canada's canada vigilance program which states, "prbc infusing via pump channel. When the transfusion was finished writer went to remove tubing and noted blood on IV pole and throughout interior of channel. At some point during the transfusion a hole was in the tubing? And leaked blood throughout the pump. No notable hole but possibly coming from just below the blue hard plastic piece where the tubing is fed into the channel. Pump did not alarm with a problem throughout the whole 2 hour transfusion." Additional information was received from the customer. The infusion was a routine order with an intended ordered rate of 285ml over approximately two hours. The issue was noted following the scheduled transfusion time of two hours.